Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, terumo is still investigating this issue, and will be submitting a follow-up report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the virtuosaph endoscopic vein harvesting system did not have proper insufflation for vein harvesting. The product was changed out. The surgery was completed successfully.